Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation and infection underneath sensor pod area. It was reported that on the morning of the event, the patient received a sensor error. The parent was trying to finger prick and the sensor was working and then again was coming the error. After an hour and the sensor failed. They went home and the mother replaced the sensor, when she took it off of the patient´s arm the area was red and swollen, she attempted to clean it. After 2 hours the patient went back to his mother and the area was more red and swollen and the mother decided to drive him to the hospital to the pediatric assessment unit. The arm was swabbed because they had to squeeze the puss out of the patient´s arm. They prescribed an oral antibiotic flucloxacillin 250 mg per 5ml. The patient was discharged the same day. The area was prepared with soap and water before placing the sensor on the body. At the time of the report the patient was fine. No additional patient or event information is available.